Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl, "did not feel well", and "had a stroke at some point"; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was discharged the following day with the issue resolved; nature of treatment was not known. The customer continued to use the pump for insulin therapy. Date of event is approximate.